Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary; (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. (B)(4).

Event description:
It was reported that there was noise on the atrial and ventricular leads which was causing oversensing. The device and leads remain in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was noise on the atrial and ventricular leads which was causing oversensing. The device and leads remain in use. It was further reported that the atrial and ventricular leads exhibited noise oversensing, which was determined to be caused by electromagnetic interference. The leads will be monitored, and remain in use. It was further reported that the patient experienced episodes of atrial tachycardia/atrial fibrillation (at/af), which resulted in inappropriate anti-tachy pacing (atp). The leads also exhibited noise and oversensing. The atp was programmed off, and the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there was noise on the atrial and ventricular leads which was causing oversensing. The device and leads remain in use. It was further reported that the atrial and ventricular leads exhibited noise oversensing, which was determined to be caused by electromagnetic interference. The leads will be monitored, and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary; (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There is an increase in ventricular sense integrity counter (sic) beginning (B)(4) 2010, 533 counts between (B)(4) 2010 and (B)(4) 2010 that appear to be electromagnetic interference (emi). (B)(4). The actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Noise - interference/noise: mirror image noise on a & v egms.